Event description:
It was initially reported that the pt reported pain at the neurostimulator site. The pt visited her physician and spoke with a company representative. The device was reprogrammed successfully. Surgery occurred but no surgical details were reported. Additional info was requested.

Manufacturer narrative:
(B)(4).